Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data noted oversensing of noise, potentially related to sense b. Low amplitude morphology measurements were also noted. An x-ray performed did not show any lead abnormalities, however the field still suspected a lead fracture. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data noted oversensing of noise, potentially related to sense b. Low amplitude morphology measurements were also noted. An x-ray performed did not show any lead abnormalities, however the field still suspected a lead fracture. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis. This event is a duplicate and the analysis results are made available in complaint (B)(4).

Manufacturer narrative:
This event is a duplicate and the analysis results are made available in complaint (B)(4).

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data noted oversensing of noise, potentially related to sense b. Low amplitude morphology measurements were also noted. An x-ray performed did not show any lead abnormalities, however the field still suspected a lead fracture. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.